Event description:
It was reported that amanda cramer experienced a pump that would not turn on and would not charge when plugged in. There was no adverse impact to the customer's blood glucose level reported. The customer had not used the pump in two years, is currently out of warranty, and is in the process of obtaining a new device.